Manufacturer narrative:
No service of the system was conducted by the MFR. The customer provided data relative to the event. The data was reviewed and it was determined that the sample volume was small at the time of collection. Based upon all available info, the root cause appears to be bubbles on the top of the sample cup. Accordingly, user error during sample processing contributing to this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
Customer reported that an erroneously low glucose result was generated by the unicel dxc 600 synchron system. The original sample was described as a bloody spinal tap. The sample was transferred from its collection container to a sample container; the lab indicated the possibility of bubbles remaining on the surface of the sample cup. The result was reported out of the laboratory and the validity was questioned by the practitioner. The sample was retested and yielded a result within expectations based on the pt's clinical picture. The retest result was amended and reported out. There was no change to the pt's care or treatment.